Manufacturer narrative:
Literature citation: m.a. Akhtar, f aziz and w hekal "percutaneous balloon kyphoplasty in the management of vertebral column fractures" neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that 65 patients with symptomatic vertebral compression fracture were treated with balloon kyphoplasty. Data was collected pre-operatively and post-operatively at 12 months to assess fracture related pain (vas) patient disability (odi) and quality of life (sf-36). For deformity correction, restoration percentage of vertebral body height (vbh), percentage of vbh increase, reduction in kyphosis and wedge angle were calculated. Asymptomatic cement leakage was observed in 21 levels. No pulmonary embolism was seen.